Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros 5600 integrated system. The investigation determined the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive assignable cause. There was no indication that an instrument issue or a reagent issue had contributed to the event. However, a pre-analytical sample handling issue could not be ruled out as potential contributing factor.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result (3.356 versus expected <0.012 ng/ml) from a patient sample processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected troponin I es result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).